Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege tenderness and swelling, pain and elevated metal ion levels. The acetabular cup was reported on wpc 2955-2009 after revision of the original femoral head on (B)(6) 2009. This complaint will be completed for the second femoral head which was implanted on 4/27/2009, and reporting of the cup will remain on the complaint of transferred wpc 2955-2009.